Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the permanent cautery hook instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the plastic end of the permanent cautery hook instrument was found broken. The customer did not have a back-up instrument of the same kind and converted the case to laparoscopic as a result. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the instrument was inspected before use. There were no damages or anything unusual; otherwise, it would not have been used. The surgical task being performed at the time of the event was the dissection of the rectum, right lateral side. The conversion did not result in an increase in the size of the port incision nor in the addition of extra ports. The patient tolerated the change well, and there were no injuries to the patient. The duration of the surgical delay was: incision at 3:30 pm, insufflation at 3:39 pm, conversion at 5:14 pm, with a total robot duration of 1h44. The total duration of the surgical procedure was: incision at 3:30 pm, closure at 7:35 pm, with a total surgical procedure duration (robot + laparoscopy) of 4h35. There were no intraoperative or postoperative complications due to this delay. It is thought that there were no fragments in the patient, but certainty cannot be guaranteed. The circumstances were: the hook was removed, detached from the robot arm to clean the distal end, and it was realized that the hook was broken.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm permanent cautery hook (pch) instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken clevis on distal end. The component was broken with missing pieces, but the size of the missing pieces could not be confirmed. Additional observation : the pitch cable adjacent to the broken clevis was found to be damaged. The probable root cause of broken clevis is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis. The probable root cause of pitch cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. Correction : h8. Was updated to initial use of device.